Event description:
It was reported that during a coronary stenting treatment procedure, the express2 stent embolized. Following treatment of a lesion in the 1st major diagonal, the physician placed the guide catheter in the ostium of the rca in preparation for stenting the 99% lesion in the tortuous distal rca. He encountered difficulty, due to vessel tortuosity, crossing the lesion and exchanged guide catheters and wires several times before he was able to pass a wire across the lesion. A maverick balloon was advanced across the lesion, however there was extreme distortion of the right coronary after following placement of the wire and the balloon catheter. The lesion was predilated and the balloon was withdrawn. There was no significant change noted in the lesion following predilation. The express2 otw stent was then advanced across the lesion. The catheter and guide system were extremely unstable; there was recoil of the stent delivery system back into the proximal right coronary artery. The physician could not re-advance the stent. Attempts to withdraw the stent were unsuccessful. The stent embolized in the mid-right coronary artery. Attempts were made to retrieve the stent, and crush it against the wall of the artery, but these were unsuccessful. The pt underwent coronary bypass surgery for a saphenous vein graft to the rca and possible stent retrieval. Pt status is reported as "okay".